Event description:
After review of medical records patient was revised was due to septic right total hip had failed conservative treatment including lavage with component retention, loosening of the acetabular component. The plate itself had fractured and it was grossly loose with purulent fibrous tissue, some drainage present and had been overgrown by heterotopic bone. The acetabulum itself was eroded with several small areas of full-thickness penetration, necrotic debris was noted in the floor of the acetabulum. Doi: (B)(6) 2010 dor: (B)(6) 2010 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.